Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The root cause of the reported issue was unknown. The device met relevant specifications. Visual evaluation of the returned photo sample noted one unopened (with original packaging), minnesota tube. Visual inspection of the photo sample noted appeared to have a small circular patch of the material missing and the red rubber catheter is visible underneath of the balloon sac. There were no visible nonconformities with the catheter. The DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. Correction- a, b, d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the minnesota tube with hole. As per follow up via email on (B)(6) 2023, it was reported that the product was sent back to cardinal upon their request. No issues were captured at the time of use. The lot# provided is mcgy2057.

Event description:
It was reported that the minnesota tube with hole.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.